Event description:
The customer reported intermittent occlusion alarms. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.